Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver and smart device lost connection with the transmitter. Dexcom representative advised patient's mother to reset the smart device, close all other application and reset the bluetooth in the smart device. No additional patient or event information is available.